Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 25th august, 2020 getinge became aware of an issue with lucea 100 surgical light. The initial allegation provided in the complaint was cracked light head cover where no particles fell down, what shows no risk related event. However, looking at the pictures attached we discovered chipped label on main tube, what represents reportable event, as it may lead to contamination of sterile field. There was no injury reported.

Manufacturer narrative:
Getinge became aware of an issue with lucea 100 surgical light. The initial allegation provided in the complaint was cracked light head cover where no particles fell down, what shows no risk related event. However, looking at the pictures attached we discovered chipped label on main tube, what represents reportable event, as it may lead to contamination of sterile field. There was no injury reported. Technician provided information that new parts were ordered. It was established that when the event occurred, the surgical light did not meet its specification as particles of labeling were missing and cover was cracked, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that this is the first case related to label chipping and cracked cover and it did not contribute to serious injury or worse. Root cause analysis has been performed by the manufacturing site. According to findings most probable root cause of the labelling peeling is probably due to excessive friction during cleaning process or/and inappropriate cleaning products. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: mechanical stress, environmental conditions (such a high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).